Event description:
A glass thermos for liquid nitrogen exploded in the hand of the attending nurse as she was returning the container to the exam room counter. Her middle, ring, and little fingers were bruised with possible hyperextension. The pt and the room was showered with glass and plastic fragments. The force of the explosion was so great that it damaged the ceiling tile directly above the counter. (*)